Event description:
The site reported that a pt was brought into the cardiac cath lab with an acute myocardial infarction. During the cardiac catheterization, the staff reported that they visualized air traveling down the coronary arteries. The cardiac cath lab manager indicated that there was no medical intervention required due to the reported air injection and that it did not affect the pt's medical condition.

Manufacturer narrative:
The disposable tubing set involved in the incident was discarded and therefore could not be evaluated by medrad. Additionally, the site was unable to provide the lot # of disposable tubing set in use during the incident. Our records indicate that this site received lot number 820007 of the multi-patient disposable set, which is currently under recall. Therefore, it is possible that the device used during this event may have contributed to a malfunction, as defined in 21 cfr 803. Applications training was offered to the site and was declined. A medrad service engineer went to the site on (B)(6) 2010 to perform a system service check of the injector. The results of this are still pending and will be submitted in a follow-up report.